Manufacturer narrative:
The reported event of noise and oversensing was confirmed. Device image was reviewed by tech services and noise and oversensing was confirmed. The device behaved as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During a routine device exchange procedure, the replacement device was connected to the right ventricular (rv) lead and placed into the device pocket. Upon performing a high voltage impedance test, noise resulting in oversensing was observed on the rv channel. The device was explanted and replaced. All electrical measurements were normal on the replacement device. The patient was in stable condition.